Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the implant procedure to confirm placement, inadequate fixation, implanting a damaged neurostimulator, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, and improperly closing the surgical site have been ruled out as potential causes. However, patient non-compliance was identified as the patient may have picked at the receiver site and they did not attend their follow-up appointment. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance (touching or picking at wound) as the patient may have picked at the receiver site and did not attend their follow-up appointment (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their receiver site was bleeding and painful. The patient was asked to return to the office for a follow-up appointment. However, they did not attend and have not been seen by a physician. As of (B)(6) 2025 the patient is fine, the bleeding and pain comes and goes, and the patient uses a bandage and stops using the wearable on and off. Additional information was received on march 14, 2025. The receiver site was bleeding and the tip of the neurostimulator was eroding. The patient will be seen on (B)(6) 2025 and will not use the device for now. After the patient's follow up visit, it was determined an explant procedure will be performed on (B)(6) 2025 due to erosion. An explant procedure was successfully performed on (B)(6) 2025 without issue. The patient will return for a follow-up to check the incision. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the implant procedure to confirm placement, inadequate fixation, implanting a damaged neurostimulator, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, and improperly closing the surgical site have been ruled out as potential causes. However, patient non-compliance was identified as the patient may have picked at the receiver site and they did not attend their follow-up appointment. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance (touching or picking at wound) as the patient may have picked at the receiver site and did not attend their follow-up appointment (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their receiver site was bleeding and painful. The patient was asked to return to the office for a follow-up appointment. However, they did not attend and have not been seen by a physician. As of (B)(6) 2025 the patient is fine, the bleeding and pain comes and goes, and the patient uses a bandage and stops using the wearable on and off.